Manufacturer narrative:
It was incorrectly reported as a model 6252000000, the correct product is a model 6082000000. It was also confirmed in the investigation that the broken wheel hub did not impair functionality of the unit.

Event description:
It was reported that the inside of the wheel hub was broken. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the inside of the wheel hub was broken. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.